Manufacturer narrative:
Weight - requested, not provided. (B)(4). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved (B)(4) slender was used during a right radial left heart catheterization, the physician remarked that while exchanging diagnostic catheters, there was blood leakage around the .035" guidewire from the sheath diaphragm. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on (B)(6) 2020: the blood loss was less than 250 cc.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender sheath without a dilator were received for product evaluation. The components were decontaminated as per terumo medical corporation's policies and procedures. No visual anomalies were noted. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds. No air bubbles were observed. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and air bubbles were detected for 30 seconds. The crosscut valve was dissected and viewed under microscopy and a tear was noted at the center. The complaint can be confirmed for fluid issue. Based on the damage observed on the crosscut valve, it is likely the dilator was inserted into the sheath off-center resulting in damage of the crosscut valve. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).